Event description:
Rn of home pt (hp) reports pt line of homechoice set was not priming completly during training session at unit. Hp was able to prime line after a reprime attempt. Per wife hp, there was no pt injury or medical intervention as a result of incident.